Event description:
As reported, the surgeon removed all implants from the 61 y/o female patient and replaced them with competitor's devices. The surgeon refused to have any sales rep attended the case. Therefore, reason of revision is unknown. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event.. Sales rep was unable to obtain x-rays or images. The devices are not available for evaluation as they were disposed by the hospital. .

Manufacturer narrative:
Section d10: concomitant products: logic cr femoral por, right, sz 3 (cat#: 02-010-04-0330 / serial#: (B)(6). Lgc tibial fit tray cem sz 3f / 3t (cat#: 02-012-45-3030 / serial#: (B)(6). Three peg patella 35mm (cat#: 200-02-35 / serial#: (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H3: the top five reasons for total knee arthroplasty account for approximately (B)(4) of the reasons that drive revision/surgical intervention. The failure mechanisms are as follows: 39.9% for loosening; 2(B)(4) for infection; 7(B)(4) for instability; (B)(4) for periprosthetic fracture; and (B)(4) for arthrofibrosis. In early revisions (less than two years) infection was found to be the most common failure mechanism and late revisions show aseptic loosening as the most common reason. (1) 1. Sharkey, p. L. (2014s, september). Why are total knee arthroplasties failing today¿has anything changed after 10 years? The journal of arthroplasty, 29. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the revision cannot be conclusively determined.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the revision cannot be conclusively determined. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.